Manufacturer narrative:
Analysis of the 9734060 found insufficient information. Analysis of the 9733686 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that the toolcards were showing a red x on the toolcards. Removing the tool card and re-adding resolved the issue. There was no patient present at when the issue occurred.